Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the additional failure was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive around the acoustic lens is chipped and a foreign material in the elevator channel plug was observed. There was no patient involvement.